Manufacturer narrative:
Note was reported in united states but occurred in germany. Correction made to h6 (investigation type, investigation finding, investigation conclusion). Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue and the root cause is unconfirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Account - sanofi aventis sanofi complaint ref#(B)(4) item, sku, lot# - unknown event description: needle (partially) blocked note - this request is received from germany please check the attachment for additional information.